Event description:
Customer alleged while shopping at a store, the tilt actuator went out and smoke was visible. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsr-mcg, (B)(4) is approximately 6 months old. The owner's manual part number 1143190 rev k (mar-11)was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer was shopping when the tilt actuator went out and started to smoke. The dealer went to where the consumer was shopping and picked up the chair. The dealer stated that no modifications had been made to the chair and the joystick was flashing and giving error codes.